Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen and dilaudid via an implantable pump for intractable spasticity and multiple sclerosis. The drug concentration and dose rate for both pump medications were unknown. It was reported that that the patient had a few MRI¿s (magnetic resonance imaging) performed a couple months back and the pump stalled, and the patient had to go over and have it reset. It was stated that the patient let their healthcare provider (hcp) know before she went. The issue was further described as had to have been (B)(6) of 2018 regarding the pump stalling during mris. The date (B)(6) 2018 is considered an approximate date of event (year known only). The patient had just changed physician¿s but had not seen their hcp yet. It was further noted that the patient had a hip surgery in (B)(6) that was unrelated to the device/therapy. It was further noted that a nurse had told the patient that their pump was nearing end of normal battery life. It was also indicated that the patient had an emergency bottle of baclofen with instructions on use if there was a problem and was also given a sort of shot similar to an epipen, in case the patient has overdose, but they had not received anything like that for dilaudid. No patient symptom was reported. No further patient complications have been reported as a result of this event.